Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 400 mg/dl. Customer experienced symptoms related to high blood glucose such as nausea. Customer was treated with insulin drip. It was unknown whether the customer was wearing the insulin pump at the time of the admission. It is unknown whether the auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.